Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for an alleged stuck button alarm found on (B)(6), 2021. Device received with unresponsive keypad at the back, up, left, center, right and menu button. Unable to perform the displacement test and self test due to unresponsive keypad. The keypad overlay was peeled off and found a corroded keypad traces. The insulin pump was cut open to perform visual inspection and no loose components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Swapped out case and successfully downloaded history files and traces. There was no pump error 61 (stuck key alarm) recorded in the formatted history file for the event date. However, pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 08/04/2021 18:47:26.000 and 08/04/2021 18:49:18.000. Pump error 61 (stuck key alarm) was confirmed due to a corroded keypad traces. Device did not pass the keypad voltage test. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a torn keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case behind the insulin pump near the battery tube compartment and a serial number label fading. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip was confirmed. Unresponsive keypad/stuck button alarm was confirmed. Unresponsive keypad/stuck button alarm due to a corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button alarms. Customer states they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.